Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat rca with 80% calcification and medium tortuosity. After the lesion was pre-dilated resistance was encountered when trying to cross the target lesion. The device was withdrawn from the patient and it was noted that the stent struts were deformed. The device was prepped as per IFU and inspected with no issues noted. Negative prep was also performed on the device with no issues noted. It was noted that two medtronic stent were successfully implanted with no issues during the same procedure and the no cross occurred while attempting to deploy the last device. The physician completed the procedure with resolute integrity 2.75x 26mm device. No patient injury reported.

Manufacturer narrative:
Summary of device evaluation: the distal tip was damaged. The 1st proximal stent segment had raised struts. (B)(4).